Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of a fiber break out of package cannot be confirmed because no sample was provided. Without receiving a sample to evaluated, a root cause cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives two 100 percent inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to detect this failure. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile packaging of the device was opened, it was noted the fiber was fractures near the locking hub. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.